Event description:
It was reported, the pt had her scs system removed. It was reported, the pt did not provide the explant date nor the reason for explant. She stated, she had difficulty with her physician and did not want any further correspondence from the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.